Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coiling treatment of a small, ruptured, saccular aneurysm located in the right posterior communicating artery. It was reported that this coil was deployed perfectly and physician detached the coil. During to pulled back the pushwire the coil began to stretch so found that coil was not detached. The physician tried to detached the coil three times with instant detacher with two different detacher and also tried to detached with manual method but still didn't detach. The physician decided to pull back the whole coil and the coil detached partially in the aneurysm and partially in the microcatheter. The physician used pushwire to push the coil into the aneurysm. The physician used different coils and completed the procedure. No patient complications were reported.

Manufacturer narrative:
The instant detacher and the implant coil were not returned therefore, the customer report of non-detachment and coil stretch could not be confirmed trough analysis; however, the pushwire was received for evaluation. As received, the pushwire was broken distal to the break indicator at the manual detachment location, and the release wire was pulled out from the broken segment. The break in the pushwire at an incorrect location for manual detachment (via hypotube) may have contributed to the difficulty observed during detachment. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium coil instructions for use (IFU): in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.